Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one s/l catheter segment was returned for evaluation and one electronic photo was provided for review. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as a circumferential split was noted just distal of the luer. An in-house syringe was attached to the luer, leaking was noted from the split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that post catheter placement procedure, the catheter was allegedly broken. There was reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post catheter placement procedure, the catheter was allegedly broken. There was reported patient injury.